Event description:
Total knee revision using cancellous bone chips for bone grafting.

Event description:
Add'l info rec'd from MFR 10/18/02: MFR is unable to identify the graft in question, model ID# 980-66803, provided in report number mw1026069 as a lifenet graft. This numbering system does not correlate with the identification system used by MFR's organization for labeling tissue grafts.